Event description:
The consumer reported that the implantable neurostimulator (ins) was causing discomfort. The patient went to the emergency room and had x-rays done. She went to the health care professional's office and met with the nurse practitioner. The patient was told she did not have any body fat. There was erosion, burning and stimulation that started 2 weeks prior to report (B)(6) 2016). The symptoms were located at the ins site and vaginal area. The device did not rupture the skin. She still felt stim even when it was off. There was a gradual change in therapy/ symptoms. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.